Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/5 of their automated peritoneal dialysis therapy. Per initial report, the home patient had " left an unused (supply) line (of the homechoice set) open". Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.